Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was leaking oil. Therefore, the reported condition that the device had oil droplets on the tube was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was leaking liquid, the device was running in the locked position, and the device had insufficient/low power. It was further determined that the device failed pretest for oil leak, rotational speed, and safety assessment. It was noted in the service order that oil droplets were found on the surface of the leather tube during an unspecified surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.